Manufacturer narrative:
Our fse (field service engineer) was on site. The fse checked the air and o2 gas supply at the hospital and they were found to be within specifications. The received logs contain the reported failed gas supply test but they were downloaded after a sw installation therefore other logs prior to the sw installation are missing. This information alone is not sufficient to determine the cause of the failed test. The hospital declined further investigation and repair and therefore the cause of the failure has not been determined.

Event description:
It was reported that the ventilator failed the gas supply test during pre-use check. There was no patient involvement. Manufacturer ref #: (B)(4).